Manufacturer narrative:
The customer's glidescope core 15-inch monitor used during the reported event was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the customer's monitor but was unable to confirm the reported image freezing issue. The tsr connected the customer's monitor to verathon's test equipment and wiggled the connectors, switched connectors, rapidly unplugged and plugged back in, and power cycled the monitor with devices connected. No imaging issues were observed with any test device. The monitor passed verathon's device functionality testing and confirmed to be within specification. Neither the cable nor the laryngoscope used with the customer's monitor during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core 15-inch monitor, the screen froze up during a patient procedure. No delay in the procedure, use of a backup device, or harm to the patient was reported.